Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during dwell 3 of 4. The home patient (hp) neither disconnected nor disconnected any bags. The hp had 2 bag connected. The unused line clamp was left open. The power was cycled on the hc and se 2367 alarmed. The baxter technical representative (tsr) reviewed the set with the hp. The hp will complete therapy with manual bags. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available, and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.